Event description:
Rn was about to start IV on pt. As per normal process the angiocath was removed from packaging and examined. It was noted to have a piece of plastic dangling from the tip. This was not used on pt.